Manufacturer narrative:
Evaluation summary: no surgical notes or x-rays were provided to understand the fixation. With the available information, a definitive cause for patient's pain and revision cannot be determined. Evaluation: review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised for pain.